Event description:
The physician indicated the pt had a large lad vessel. He placed a 4.0x20mm stent in the vessel and went back in with a high balloon catheter for post dilatation. Two inflations were done. Upon pulling back the balloon, the stent was dislodged and was lost in a peripheral vessel. Another MFR's stent was then placed successfully.